Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA / 510(k) #: exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder was not "working right". The recorder was beeping for an extended period of time. The recorder was adjusted to fit closer to her chest but the beeping persisted. The study will be performed again as deemed by the physician scheduled on a different day. The recorder worked correctly during the previous procedure. There was no patient or user harm.